Event description:
It was reported that the customer experienced high blood glucose levels and moderate ketone levels identified as life threatening. The customer attempted a bolus via the pump but the issue persisted leading them to seek hospital care. In hospital, the customer received intravenous fluids and insulin as treatment, but this did not resolve the issue. No permanent damage was sustained per the healthcare provider. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.